Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7076871.

Event description:
It was reported that the patients leads had moved down as confirm with x-ray, it was noted that patient was not able to get enough pain relief and discomfort. The patient underwent a lead reposition procedure and was doing well post operatively.